Event description:
A surgeon reports a damaged haptic was noted following insertion enlargement of the incision and a suture were required to accomadate removal and replacement of the lens. The physician reports the suture has resulted in postoperative astigmatism.